Event description:
It was reported during a turis procedure, an error message stating, ¿please use electrolyte¿ occurred frequently on the generator. The device was sometimes burning. There were no reports of patient harm.

Manufacturer narrative:
E1: establishment name- (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, g3, h2, h3, h6 and h11. The device was not returned to olympus for inspection. Therefore, the customer¿s allegation was not confirmed, and a definitive root cause of the issue could not be determined. Olympus will continue to monitor field performance for this device.